Event description:
New information received notes a review of the the device history record indicates the issue seemed to be more of a programmer estimation error. The device had reached nominal longevity. The longevity was above the average expected life time. As the device neared end of life, the longevity estimate would recalculate and appear to rapidly deplete as the battery depletion curve is not linear.

Event description:
It was reported that a battery longevity anomaly was observed on the pacemaker. The pacemaker had been implanted for ten years. The physician noted the battery was estimated as 3.2 to 3.8 years on (B)(6) 2020 but measurements on (B)(6) 2021 noted the battery was less than three months to the elective replacement indicator. The patient was stable.